Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3708660, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2014, product type extension.

Event description:
A manufacturer representative (rep) reported that the impedance pair with 0-1 were 35 ohms. After replacing the implantable neurostimulator (ins) with a new ins, the short remained. The short was first noted pre-op on date notified as they were changing out the ins, and the patient has been getting good therapy. It was stated that an x-ray prior to the ins changeout showed that the left extension was very twisted. However, the healthcare provider (hcp) was not prepared to change out the extension so only the ins was changed out. Flipping in the ins pocket was denied by the patient. Prior to date notified the patient had not been using 0-1 in programming, and there was no concern of abnormal depletion. The patient's indication for implant is essential tremor and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.